Event description:
A customer contacted the baxter (B)(4) to report a check heater line alarm on the homechoice during use. It was determined by the technical service representative that the heater bag had disconnected. No patient injury or medical intervention was reported. No sample was received.

Manufacturer narrative:
(B)(4). Correction: a 510(k) number will not be provided in the emdr as the product code is unknown. This report of a connection issue was not confirmed due to lack of sample. The lot number is unknown, therefore; a batch review was not performed. Based on the information obtained from investigation by baxter, the root cause was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.